Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6). A company representative replaced the pressure regulator, and performed functional and safety checks to meet factory specifications. The iabp was then returned to the customer and released for clinical use.

Event description:
When performing a preventative maintenance (pm), a company representative reported that the cardiosave intra-aortic balloon pump (iabp) has a defective regulator. The iabp has a high helium pressure issue, as well as, the pressure regulator blows off at the bottom. There was no patient involvement or adverse event reported.